Event description:
Reporter alleged the customer's advantage system generated a blood glucose result in the 650's mg/dl which is outside the reading range of 10-600 mg/dl for the system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.